Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hystorectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain: pelvic pain, abdominal pain. Bleeding: menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration, fatigue, patient did not undergo essure confirmation test. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.